Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer called and stated that errors occurred on the universal surgical manipulator (usm) arm 4. They had power cycled the system four times, but the errors still came back at power up. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained that they may be able to disable the usm arm 4. However, the customer stated that they needed all four arms, so the customer was already preparing to replace the patient side cart (psc). The procedure was converted to another da vinci with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and hirose fiber for low fiber values on arm net #4. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it failed for error 1126. During visual inspection the rolling loop was noticed to be wrapped around the insertion ball screw. The usm was tested on a patient fixture test platform (pftp) where it failed the fiber test for the damaged rolling loop. A gold rolling loop fiber was installed and the error 319 went away. Aba testing was performed. The root cause is attributed to the rolling loop fiber assembly.